Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from a 1000 ml intravia bag due to a weak seal. The leak in the seal was located to the right of the medication port. The solution was unspecified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater testing and a visual inspection were performed and revealed a leak in seal located to the right of the medication port. The reported condition was verified. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.